Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and would not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The production lot number was not reported to the MFR therefore, the mfg production site is unknown.